Manufacturer narrative:
H3: product analysis #: (B)(4): part # c01a-j: lot # el70355 visual inspection confirmed the cement has been used and dried in the fns tip and bone filler device/guide. Unable to determine viscosity of cement at the time of mixing/use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G4: please note that this device (c01a-j) is not marketed in the united states; however, it is same as the united states marketed device with catalog# c01a, 510k# k041584 and UDI# (B)(4). H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior lumbar interbody fusion (l4) due to spondylolisthesis. It was reported that after cement injection, the guide tip remained when the delivery device was removed. They tried to remove it by reattaching the kocher and delivery guide, but extraction was not possible. Due to the pps incision, direct inspection near the screw head revealed cement head leakage. No leakage was observed in the crown area. A lump of cement was found around the position of the screw head and tab (according to the physician¿s initial observation). The cement was broken with a mallet and chisel, and the guide tip was successfully removed. It was confirmed that no cement remained around the screw or crown, and the operation was completed with final locking. There were no patient symptoms reported. There were no further complications reported regarding the event.